Event description:
Employee was cleaning up after a procedure and accidentally placed a used needle on an angle in the blue sharp block and poked her right thumb when she picked up the block to dispose of it. Tdap 0.5ml had to be given on (B)(6) 2011. (B)(6), rn.